Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Evaluation has been performed and observed there was a foreign object that looked like a string or torn paper inside the package. All components were returned, and no abnormalities were observed. The string-like paper was loose, and microscopic examination revealed it to be similar to a cut piece of paper. A review of the manufacturing process indicates that the process can produce this type of defect. Therefore, this failure mode confirmed as manufacturing related. A potential root cause for this failure could be due to a defect contributed by vendor/improper handling/unclean machine / working area. The labeling and instructions for use were reviewed and found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls are adequate to identify the defect or verify the product integrity. Complete initial reporter facility name: japanese red cross nagano red cross hospital this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, before opening the foley tray, foreign matter contamination was found. Per additional information received on 09sep2025 via ibc stated that, it was a foreign object that look like a string or torn paper.

Event description:
It was reported that before opening the foley tray, foreign matter contamination was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.